Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A call placed to tech services on 4/22/201 3 states that this lead was discovered by representative as dislodged and it is the second case that this lead has been dislodged. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).